Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had missing insulation from the hot wire to the forceps. The cautery function was working ineffectively. It is unknown if a fragment fell into the patient. The procedure was completed but the patient outcome is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively when the cautery was ineffective, the surgeon was dissecting when the issue was identified. A wire was seen exposed with missing insulation, but the cable was intact and articulating appropriately. There was a loss of cautery associated with the damaged cable, and if arcing was observed, there was no appreciable injury to the patient. There were no remarkable signs of thermal damage at the site of insulation damage. The instrument was replaced to complete the procedure. Also, it is unknown if a fragment fell inside the patient¿s anatomy but there was no appreciable injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was a missing fragment of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed but not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have a missing fragment from the damaged insulation. The fragment measures roughly 0.054" x 0.017". No thermal damage was found.